Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported his adc freestyle libre reader did not charge and was therefore unable to test. No symptoms were reported. Customer further reported visiting the hospital to get tested his blood glucose and was diagnosed with hypoglycemia. Customer was administered with glucose infusion at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader ((B)(4)) was returned and investigated. Performed visual inspection was performed on the reader and usb port damage was observed. The reader did not turn on when the button was pressed also when the retain strip and usb cable was inserted. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. The issue is not confirmed to use.

Event description:
Customer reported his adc freestyle libre reader did not charge and was therefore unable to test. No symptoms were reported. Customer further reported visiting the hospital to get tested his blood glucose and was diagnosed with hypoglycemia. Customer was administered with glucose infusion at the hospital. There was no report of death or permanent injury associated with this event.